Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint. No device available for return.

Event description:
It was reported to nevro that a dural tear occurred during the patient's implant procedure. The procedure was aborted and a blood patch was administered to address the symptoms. There have been no reports of further complications regarding this event and the patient was implanted successfully a few weeks later.